Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated with retained test strips. Upon investigation, the meter was disassembled and a raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. This is a final report. Note: freestyle lite test strips are not compatible with the freestyle insulinx meter. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
After further investigation, it was determined the customer mishandled the test strip and inserted the damaged test strip into the strip port. In addition, given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1378810) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Caller (customer's mother) reported the customer was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported the customer experienced "very high blood sugar" and was rushed to an emergency room where she was treated with insulin via intravenous infusion. No diabetic diagnosis was reported although customer reportedly remained in the hospital for one day. There was no report of death or permanent impairment associated with this event.